Manufacturer narrative:
Unable to perform the displacement test due to missing retainer. Unit received with missing reservoir tube o-ring, scratched case, cracked case at battery tube side, fading serial number label and pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that back of insulin pump was cracked. Customer's blood glucose was unknown. Insulin pump would need to be replaced.